Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that read/write errors in the 4.2 main drawer. The field service engineer (fse) replaced the retractor band, re seated the row board cable at the back, and rebooted the system. The cubie slots recovered successfully in the main application. Fse discovered a cut on the six drawer pyxibus cable in the main unit while performing another service activity. Thermal damage was observed and documented, with pictures added for reference. The cable was replaced and securely zip tied in place, resolving the issue. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple read/write/invalid cubie memory failures occurred, affecting all rows. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.